Manufacturer narrative:
The wire was returned to our facility for review. The wire exhibited the same defect that has been observed previously. Our dfu states "caution: when introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire." The coating "jacket" may separate from the wire if this occurs, as experienced by the user. There is a risk of this defect if the instructions for use provided with the product are not followed.

Event description:
Guidewire was squeezed inside the catheter. Doctor was forced to remove guidewire from the catheter and was not successful. When he took it out from the vessel, part of the guidewire jacket was broken inside and flowed into the right aterial with blood. The case was stopped and left because of the bad situation of the pt and doctor threw out all materials.